Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance prior to routine generator change procedure, this was a known issue to the clinic and the lead had been programmed off as lead fracture was suspected. The lead was capped on (B)(6) 2022. The patient was stable and asymptomatic.